Event description:
The customer reported a high blood glucose of 400 mg/dl. The customer also stated there was cracks in the reservoir of her insulin pump. The customer could not recall any significant events leading to the damage. The customer also stated she was having low and high blood glucose for the past month. The customer declined to troubleshoot for high and low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.